Event description:
The device was used during a general surgical procedure. It was reported that "the stapler misfired." Another device was opened and the procedure was completed without consequence to the pt.